Event description:
In 2008, the pt's friend reported there is a large air bubble in the cartridge of the pt's insulin infusion device and many air bubbles in the infusion set tubing. The air bubbles were not removed during troubleshooting, and it was recommended that a new insulin cartridge be prepared. The friend stated the insulin was not room temperature and agreed to call back once the insulin had warmed. The friend was educated on how to prime air bubbles out of the tubing. On the next day, the pt's mother called and reported air bubbles in the tubing. She stated she uses room temperature insulin to fill the cartridge and said she normally releases the cartridge plunger rod completely rather than gradually allowing the cartridge to fill. The mother was way from home at the time of the call and could not practice filling a cartridge. She stated the pt has been spilling ketones and her current blood glucose reading is 269 mg/dl. She stated the pt's readings have fluctuated between high and low. Further attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.